Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of pulmonary emboli and lower extremity deep vein thrombosis with proximal propagation and thrombophilia was scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed and an inferior vena cava angiogram was performed which demonstrated the lowest renal vein at the top of l2 and measured the vena cava at 20 mm in diameter. The filter was advanced and positioned halfway between the confluence and the lowest renal vein, and was deployed without any difficulty. The sheath was removed and the patient was transferred in satisfactory condition. Approximately three years two months post filter deployment, the patient was admitted to the hospital with lower extremity edema and groin pain. One day post admission, CT scan of the abdomen and pelvis demonstrated an ivc filter in place with thrombus extending from below the filter to approximately 5 cm above the filter to the inflow of the renal veins. Approximately two day post admission, the patient was scheduled for thrombolytic therapy. The patient was placed in prone position. The left popliteal vein was accessed, a vascular sheath was placed and venography was performed. Angioplasty of the left femoral vein was performed to accommodate the thrombectomy device. The right popliteal vein was accessed, a vascular sheath was placed and venography was performed. Through the sheath, another manufacturer¿s vena cava filter was deployed in a suprarenal location. Following placement of the filter, pharmacomechanical thrombectomy was performed. The thrombectomy device was removed and an infusion catheter was placed through each popliteal vein and sutured into place for overnight therapy. The patient tolerated the procedure well without complication. The following day, a follow up venogram was performed. For residual thrombus, mechanical and aspiration thrombectomy were performed. The patient tolerated the procedure well without complication. The patient was discharged approximately five days post hospital admission. The same day post hospital discharge, the patient was admitted to the hospital with complaint of right upper quadrant pain. CT scan demonstrated right sided pulmonary emboli with infarction. The patient was scheduled for outpatient follow up and was discharged home without any further in-hospital evaluation or workup. Approximately one week post suprarenal vena cava filter deployment, the patient with complaint of abdominal pain had a CT scan performed which demonstrated the filters in place. Approximately one month post suprarenal vena cava filter deployment, the patient was scheduled for retrieval of the filter. The right internal jugular vein was accessed and an ivc venogram was performed. The hook of the suprarenal filter could not be grasped due to anterior angulation against the ivc wall. Multiple maneuvers were made and the hook of the suprarenal filter was freed. The suprarenal filter was then collapsed and removed in its entirety. Post removal inferior venacavogram demonstrated no significant stenosis or thrombosis of the ivc. The infrarenal ivc filter remained in place with no attempt to retrieve. The patient tolerated the procedure well. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post filter deployment, the filter allegedly tilted and was unable to be retrieved; however, no retrieval attempts were performed. Based on a review of medical records received, CT scan demonstrated thrombus extending from below the filter to approximately 5 cm above the filter. The patient had a suprarenal filter deployed above the thrombus and underwent pharmacomechanical thrombectomy. Approximately three days post suprarenal filter placement, the patient with complaint of right upper quadrant pain was admitted to the hospital and CT scan demonstrated right-sided pulmonary emboli with infarction which was consistent with previous CT scan. Approximately one month post suprarenal filter placement, during scheduled retrieval of the suprarenal filter, the hook of the suprarenal filter was unable to be grasped. Multiple devices were used to free the hook of the filter from the caval wall and the suprarenal filter was collapsed and removed in its entirety. Post removal venacavogram demonstrated no significant stenosis or thrombosis of the ivc. The infrarenal ivc filter remained in place with no attempt to retrieve. The patient tolerated the procedure well.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient with history of pulmonary emboli and lower extremity deep vein thrombosis with proximal propagation and thrombophilia was scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed and an inferior vena cava angiogram was performed which demonstrated the lowest renal vein at the top of and measured the vena cava at 20 mm in diameter. The filter was advanced and positioned halfway between the confluence and the lowest renal vein, and was deployed without any difficulty. The sheath was removed and the patient was transferred in satisfactory condition. Approximately three years two months post filter deployment, the patient was admitted to the hospital with lower extremity edema and groin pain. One day post admission, CT scan of the abdomen and pelvis demonstrated an ivc filter in place with thrombus extending from below the filter to approximately 5 cm above the filter to the inflow of the renal veins. Approximately two day post admission, the patient was scheduled for thrombolytic therapy. The patient was placed in prone position. The left popliteal vein was accessed, a vascular sheath was placed and venography was performed. Angioplasty of the left femoral vein was performed to accommodate the thrombectomy device. The right popliteal vein was accessed, a vascular sheath was placed and venography was performed. Through the sheath, another manufacturer¿s vena cava filter was deployed in a suprarenal location. Following placement of the filter, pharmacomechanical thrombectomy was performed. The thrombectomy device was removed and an infusion catheter was placed through each popliteal vein and sutured into place for overnight therapy. The patient tolerated the procedure well without complication. The following day, a follow up venogram was performed. For residual thrombus, mechanical and aspiration thrombectomy were performed. The patient tolerated the procedure well without complication. The patient was discharged approximately five days post hospital admission. The same day post hospital discharge, the patient was admitted to the hospital with complaint of right upper quadrant pain. CT scan demonstrated right sided pulmonary emboli with infarction. The patient was scheduled for outpatient follow up and was discharged home without any further in-hospital evaluation or workup. Approximately one week post suprarenal vena cava filter deployment, the patient with complaint of abdominal pain had a CT scan performed which demonstrated the filters in place. Approximately one month post suprarenal vena cava filter deployment, the patient was scheduled for retrieval of the filter. The right internal jugular vein was accessed and an ivc venogram was performed. The hook of the suprarenal filter could not be grasped due to anterior angulation against the ivc wall. Multiple maneuvers were made and the hook of the suprarenal filter was freed. The suprarenal filter was then collapsed and removed in its entirety. Post removal inferior venacavogram demonstrated no significant stenosis or thrombosis of the ivc. The infrarenal ivc filter remained in place with no attempt to retrieve. The patient tolerated the procedure well. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. One day post admission, CT scan of the abdomen and pelvis demonstrated an ivc filter in place with thrombus extending from below the filter to approximately 5 cm above the filter to the inflow of the renal veins. Approximately two day post admission, another manufacturer¿s vena cava filter was deployed in a suprarenal location. Following placement of the filter, pharmacomechanical thrombectomy was performed. The same day post hospital discharge, the patient was admitted to the hospital with complaint of right upper quadrant pain. CT scan demonstrated right sided pulmonary emboli with infarction. Approximately one month post suprarenal vena cava filter deployment, the patient was scheduled for retrieval of the filter. The hook of the suprarenal filter could not be grasped due to anterior angulation against the ivc wall. Multiple maneuvers were made and the hook of the suprarenal filter was freed. The suprarenal filter was then collapsed and removed in its entirety. Post removal inferior venacavogram demonstrated no significant stenosis or thrombosis of the ivc. The infrarenal ivc filter remained in place with no attempt to retrieve. Therefore, based on the provided medical records it can be confirmed that pe occurred after filter implantation; however, the relationship to the filter cannot be determined. It can be also confirmed that the patient had thrombus above the filter. However, the overall investigation is inconclusive for the alleged filter tilt and difficulties removing the filter. The medical records only provide information regarding the other manufacturer's filter. It is unknown if the bard filter had any of the alleged deficiencies. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (Conclusions.

Event description:
It was reported after an unknown amount of time post filter deployment, the filter allegedly tilted and was unable to be retrieved; however, no retrieval attempts were performed. Based on a review of medical records received, CT scan demonstrated thrombus extending from below the filter to approximately 5 cm above the filter. The patient had a suprarenal filter deployed above the thrombus and underwent pharmacomechanical thrombectomy. Approximately three days post suprarenal filter placement, the patient with complaint of right upper quadrant pain was admitted to the hospital and CT scan demonstrated right-sided pulmonary emboli with infarction which was consistent with previous CT scan. Approximately one month post suprarenal filter placement, during scheduled retrieval of the suprarenal filter, the hook of the suprarenal filter was unable to be grasped. Multiple devices were used to free the hook of the filter from the caval wall and the suprarenal filter was collapsed and removed in its entirety. Post removal venacavogram demonstrated no significant stenosis or thrombosis of the ivc. The infrarenal ivc filter remained in place with no attempt to retrieve. The patient tolerated the procedure well.